Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse connected the IV and the hub cracked as she twisted it into place. No patient harm reported.

Manufacturer narrative:
The customer¿s report of component breakage was not confirmed. Visual inspection of the set observed no anomalies. Functional testing was performed; no issues were observed. The root cause of the customer¿s report of component breakage was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states: "IV tubing cracked at the luer lock end. We had approximately 35 instances over the past 10 days. The events were investigated. The vast majority of the events occurred when the tubing was being changed or removed after 3-4 day period of use. These are routine IV lines changes. When the tubing was being removed the distal portion where the rotating connector of the luer lock inserts into the clave was cracking. The rotating connector was the portion that was cracking."